Event description:
Report received indicated that the end user shows reaction to our adhesive tape border (reddening, moistness, itching, the skin is open here and there). The patient experienced the condition during a period of one day prior to complaint receipt. It was also reported that the use of product was not discontinued due to lack of alternative. Product with hydrocolloid adhesive border sent as a sample. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. And additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.